Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin. This occurred with 3 infusion sets.

Manufacturer narrative:
Additional information: the patient provided additional information on 06/23/2022. The patient does not think that the wet adhesive is a result of the material defect, but rather an absorption problem. The patient did not make any allegations against the material. The 10 i.u. Of insulin bolus is too much to absorb for the patient's body.

Event description:
Additional information: the patient provided additional information on 06/23/2022. The patient does not think that the wet adhesive is a result of the material defect, but rather an absorption problem. The patient did not make any allegations against the material. The 10 i.u. Of insulin bolus is too much to absorb for the patient's body.